Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer continued to use current cartridge and will follow up if necessary.